Event description:
Information received indicates the wire-loop head link component fractured during use. One set of suction pods broke off and detached during the case. The device was replaced with no patient complication reported.

Manufacturer narrative:
Analysis: device evaluation confirms the reason for return. Visual inspection shows one set of suction pods is broken off the wire-loop head link component at the distal tip, as reported by the user. The detached piece was not returned for inspection. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Additional event information indicates that when the user pushed the suction pods ( in the u-shaped head link component) closer together, the yoke of the foot fractured and broke. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, per its labeled indications. The user may utilize the flexibility in the wire-loop head link prior to application on the epicardial surface. A caution included in the IFU states. "Repeated bending of the tissue stabilizers may compromise device performance." Conclusion: no patient even. Device analysis confirms the reason for return; an exact cause has not been determined for the reported product problem.